Event description:
It was reported to philips that the movements of the allura device were unavailable. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the longitudinal movements were not available. The fse adjusted the bearings of the longitudinal movement, adjusted the motor and performed conclusive tests. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There are various system configurations which allow for easy positioning through motorized movement. When working in any of the configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause or contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.